Event description:
Caller reported blood glucose results of 420 mg/dl and 290 mg/dl on his nano system 1, 160 mg/dl on friend's nano system 2 within 10 minutes. No adverse event was reported. A request was made for the return of the caller's meter and strips, replacement sent. The friend's information was not reported; no request for return, no replacement.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is customer's nano system, medwatch with identifier (B)(6) is friend's nano system. Strips not available for return.